Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump primes properly but when presses the ok button to load, it says 205 units and only showed it takes 3 units to prime. This is indicative of insulin priming in the tubing. There is no reported adverse event with this complaint. This report is made based on the allegation of the load step malfunction issue.

Manufacturer narrative:
Device evaluation submitted (B)(4) 2012 follow-up # 1. The device was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following results : information from the reported failure date is overwritten in the black box due the use of the pump; available data review shows no activity outside of normal use. Unrelated to this complaint. The pump booted to the "verify" screen but the display was dim and discolored. A test display was used for the reset of testing and it was fully illuminated. During the first load step attempt, pump failed to recognize the cartridge. Was unable to take force sensor calibration reading. The pump was opened for examination, removed force sensor from assembly, contamination was found on the sensor plate. Force sensor resistance is out of specification . Observed a crack on the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.